Manufacturer narrative:
Product analysis: it was determined at analysis that the power cord bay door was missing, the power cord bay assembly was replaced. Stylus was inoperative. Programmer worked with a known good stylus, the stylus was replaced, and the overlay was calibrated. Media bay door latch was broken. The media bay door was replaced. Keyboard was broken in several locations, however it was functional, the keyboard was replaced. Both keyboard hinges were broken. The keyboard hinges were replaced. Hard drive was upgraded to a larger size. Hinge plate screws were missing, installed and secured hinge plate screws as a result. Display would not stay tilted. The upper display hinges were replaced. Both lower display hinge cover bullets were missing. Hinge cover bullets were replaced as a result. The hard drive was reconfigured, reloaded, and updated with the latest software. Programmer passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and radiofrequency (rf) head were returned for servicing, and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.